Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick functioned normally and was able to be turned on and off, which did not confirm the original complaint issue. However, since the joystick was not attached to the power chair at the time of testing, it is unknown whether or not the malfunction would have recurred when attached to the chair.

Event description:
Dealer states the consumer said the joystick will not turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the consumer said the joystick will not turn off.